Event description:
It was reported from (B)(6) that prior to surgery it was discovered that the compact speed reducer device fell apart. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment revealed that the hudson end was detached from the housing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse, and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.